Manufacturer narrative:
(B)(4). This lot was manufactured from january 12, 2015 ¿ january 13, 2015. Evaluation summary: the device was received for evaluation. During visual inspection, white particulate matter was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate matter to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its balloon. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.